Manufacturer narrative:
Block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found a damaged scoring element that had separated from the catheter, with the distal tip intact to the scoring element. Additionally, a longitudinal tear was observed on the balloon and the intermediate bond was damaged. No functional testing was performed due to the nature of the returned catheter. Block h6: a probable cause of the balloon rupture could not be determined; however, the scoring element separation is likely due to the force applied by the user in order to remove from the patient. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Block g2: foreign- switzerland. Blocks h3: based on a photo received, the balloon is damaged and the scoring element completely separated from the catheter. Blocks h6: based on the complaint details, the probable cause of the scoring element separation is likely due to the force applied by the user in order to remove from the patient. The cause of the balloon rupture cannot be determined due to the nature of appearance from the photo obtained. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a peripheral procedure. During the first inflation at 5 atm, the balloon ruptured. During removal, resistance was encountered; thus, some degree of force was applied in order to remove from the patient. Upon removal, the scoring element became separated and got stuck within the sheath. Imaging confirmed that no device fragments were left inside the patient. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being reported due to balloon rupture and scoring element separation, potential for harm.